Event description:
It was reported that a small volume intermate had particulate matter within its reservoir. This was found before use. The device was filled with meropenem and ceftazidime. There was no patient involvement. No additional information is available. This is report 7 of 9.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A visual inspection was performed and white particles ranging between 1.35 to 2.35 mm in length were observed floating in the fluid of the reservoir. Fourier transform infrared spectroscopy identified the particles to be acrylic material. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is currently being addressed through a CAPA. Should additional relevant information become available, a supplemental report will be submitted.